Event description:
Per oos, this atrial lead was capped. Per biotronik representative, this lead had high thresholds and poor sensing. The physician felt that a single chamber device was sufficient for the patient. The following physician's office would not return my phone calls.